Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to patient injury. Device issue: shaft separation. It was reported that after performing ivus, the lesion was pre-dilatated using a 3.0 x 20 mm balloon catheter. The, a 3.5-18mm vision stent was implanted in #2, and the 3.5 x 23mm vision stent in #1. The 3.5-23mm vision stent delivery system (sds) was dilated at 10 atms for 30 seconds, then at 16 atms for 20 seconds. After deploying the stent, the vision sds was removed out of the vessel. However, when withdrawing the device, slight resistance was met between the sds and the y-connector. The sds was confirmed to be detached at the junction area between the distal shaft and the hypotube. The separated distal shaft was sticking out of the y-connector, so no difficulty removing the distal shaft was experienced. There were no patient effects. The physician comments there was slight resistance when removing the sds, but the resistance was not substantial, required no excessive force removing the sds. The sds balloon was inflated without any problems and no leakage from the shaft was noted. The sds functioned properly during the procedure. Is it unknown exactly at what point the shaft was separated. But the shaft was confirmed to be separated while being withdrawn through the y-connector. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast visible in the balloon. The balloon was loosely folded. The outer member was separated 8 cm proximal to the guide wire exit notch at the mid catheter lap joint. The outer member separated edges were stretched and jagged. There was outer member material on the hypotube proximal to the separation for a length of 1 mm. There was no other damage noted to the sds. The functional test was not done due to the damage to the sds. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.